Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to a damaged charged coupled device unit. Olympus will continue to monitor field performance for this device. Updated fields: d8, d9, g3, g6, h2, h3, h6, h11

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had whitish color image. The issue was found during service. There were no reports of patient involvement.